Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg became inoperable following a car accident. In turn, the patient underwent surgical intervention to explant and replace the ipg, which resolved the issue. Therapy was restored post-operatively.